Event description:
Pt was not a surgical candidate nor a good candidate for placement of the endovascular graft due to the angulation in the aorta. However, the physician planned the procedure based upon compassionate use. Infrarenal neck angulation measured greater than sixty degrees, with abdominal aneurysm extended into the iliac arteries up to the origin of the internal iliacs. During the planning of the procedure, the physician elected to embolize the right internal iliac aretery and re-implant the left internal iliac. Prior to the endovascular graft deployment, the right internal iliac was embolized, and the left internal was ligated and sutured onto another MFR's graft and tunneled down into the external iliac artery. After deployment of the three-piece zenith device, post angiogram detected a distal type I endoleak on the contralateral side. The leg graft internal iliac artery had originally bifurcated off the common iliac artery. An iliac leg extension was deployed distal to the leg graft to extend the length further into the external iliac artery and secure a seal of the aneurysm. A retrograde angiogram performed of the iliac leg extension positioning noted a late filling type ii endoleak, believed to be originating from the contralateral arteries near the internal iliac artery. The type ii endoleak is believed will resolve spontaneously over time. No further intervention was deemed necessary, procedure concluded with no endoleak appearance viewed during the final angiogram.